Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a communication that a cuff could not be inflated. Customer indicated that the tube was removed from the patient and the patient was re-intubated. No further patient harm was reported.

Manufacturer narrative:
One sample was received for evaluation and the reported event was confirmed. Visual inspection observed that the inflation line was cut and pilot balloon was removed. An inflation/deflation test was performed and no difficulties were noticed at the time of inflation nor deflation. A syringe was connected to the valve and resistance was noticed at the time of inflation and deflation. It was observed the white part of the valve had a flash. An investigation has been initiated at the manufacturing facility and required supplier involvement, so the investigation has not yet provided evaluation results or conclusions. A follow-up report will be provided when the evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that a cuff could not be inflated. Customer indicated that the tube was removed from the patient and the patient was re-intubated. No further patient harm was reported.

Manufacturer narrative:
Additional information: the pilot valve was evaluated by the supplier and they stated that they investigated the reported issue on prior occasions. It was determined that this type of event is not related to their manufacturing process. The supplier confirmed that all assembled medical check valves are 100% tested for leakage and actuation and any valve not allowing free through airflow would be rejected during testing. The failure mode is not confirmed as related with the manufacturing process since all manufacturing controls were found acceptable and effective to detect the reported failure mode. Manufacturing controls are in place to detect the reported event and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.